Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had issues with the helium tank and auto-filling. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method code), h10.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and found the helium tank sealing ring to have foreign contamination. The fse cleaned the tank output and regulator input and replaced the helium tank sealing ring from the customer's stock. The fse however, was unable to duplicate any autofill problems and suspected that the intra-aortic balloon (iab) may have been disconnected when that failure occurred. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had issues with the helium tank and auto-filling. There was no harm or injury to the patient and no adverse event was reported.